Event description:
A hosp in (B)(6) reported via a distributor that an rt219 bi-level/CPAP inspiratory heated adult breathing circuit has bent pins. No pt consequence was reported.

Manufacturer narrative:
Ps54470. It was reported that an rt219 adult breathing circuit had bent pins. The distributor reported that the breathing circuit is not available for evaluation. Results: insufficient info was provided to confirm or to determine the cause of the reported fault without the return of the complaint device. We were unable to carry out a lot check as the breathing circuit lot number was not provided. Conclusion: without the complaint device, we are unable to confirm the reported fault. All breathing circuits are tested on the production line to ensure that the heater wire pins are straight and those that fail are rejected.